Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had electrical issues with buttons. The patient remained on support with this aic. It was further reported that airplane button was pulsating without a cloud light. Turning the console off and back on, medical staff tried to put the aic in flight mode, but the aic continued to do the pulsating airplane light. Medical staff ensured the usb connection was secure and tried to perform a 60 second factory reset press without success. No patient harm has been reported.

Manufacturer narrative:
Console logs from the reported day of event did not show any entries on that day, and entries on (before) and (after) indicate that rlm was powered on, and data was transferred from automated impella controller (aic) to rlm. Rlm journals obtained after troubleshooting indicated that rl10620 lost hospital wifi configuration and prior to that experienced multiple reboots for no apparent reason. When the aic and rlm were tested in danvers, the reported issue was reproduced, and rlm was initially unable to boot up, with the airplane button flashing rapidly. Serial terminal connection to rl10620 showed no activity (not booting up) at that time. Inspection of the unit revealed improper routing of vga wires that was causing strain (perpendicular to the pca plane) on miniusb connector, resulting in intermittent power delivery (via usb) to the rlm. Once the cables were rerouted, the rlm was able to boot-up. Serial terminal data from consecutive boot-ups showed evidence of partition switching due to corrupt microsd card. Rlm journal was then downloaded, and also showed that rl10620 had obsolete som sw and firewall fw (unrelated to this complaint). Repair: replace backstrap cable as a precaution (assuring proper routing of usb and vga wires to minimize strain), perform functional check of the console, including fcn 105 (note that for fcn 105 the firewall firmware needs to be upgraded as well), and test rlm as per 0042-7309 sec. 24. If the customer wifi configuration cannot be restored, inform impellaconnect team that rl10620 will need to be reconfigured at the site. The cause of the aic issue was a work instruction / technician error. D9 date device returned to manufacturer added e4 should have been left blank in the initial report. G1 reporting contact fax number.